Event description:
It was reported that during pump priming in the operating room, the heartmate touch (hmt) lost bluetooth connection. The pump continued to prime but the hmt reverted to the "connect with bluetooth" screen. The staff had to re-connect the hmt to bluetooth, controller and navigate back to the clinical screen. The "prime pump" button was greyed out and the staff were unable to see the priming countdown or the prime completion ticker when pump turns off. The staff were able to use the low flow timer to calculate the entire 5 minutes of pump prime, and waited until power wattage was at zero before disconnecting the pump post-prime. The pump and the hmt operated normally during implant and speed titration.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of connection between the heartmate touch app and the wireless adapter during pump priming was confirmed. The submitted framework file contained relevant data from the event date of 24aug2023. The framework file showed the heartmate touch being connected to the wireless adapter at 9:22:26. The system controller in use during the reported event was connected at 9:22:31. The wireless adapter became disconnected from the app at 9:25:02. The wireless adapter was reconnected to the app at 9:25:10, and the system controller was reconnected at 9:25:15. The cause of the loss of connection could not be determined from the framework file. No other notable events were captured. The submitted photos confirmed the provided information that the pump continued priming when the bluetooth connection was lost and ended priming after five minutes, as intended. It was noted that the priming countdown screen and indication of the completion of priming were not displayed; this is due to the new session being started as a result of the loss of connection. No product was returned for evaluation. It was reported that no further issues were encountered during implant and speed titration. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (IFU) chapter 4 ¿heartmate touch communication system¿ and the heartmate touch communication system quick start guide under ¿how to use the heartmate touch communication system¿ explain the operation of the heartmate touch system, including how to set up the system and connect the tablet to the wireless adapter and system controller, how to determine the status of the wireless adapter, and how to use the heartmate touch app. These documents instruct the user to enter the heartmate touch wireless adapter code in the bluetooth pairing request box and press "pair" when the bluetooth connections window appears. These documents also explain that the "if the heartmate touch wireless adapter is not paired within 30 seconds, the connection process (pair) will be canceled". Additionally, it is noted that the passcode is required for first time pairing between the adapter and tablet only. Heartmate 3 instructions for use (IFU) chapter 5 "surgical procedures" explains how to perform pump priming using the heartmate touch app, and states that priming lasts for five minutes. Heartmate 3 instructions for use (IFU) chapter 7 ¿alarms and troubleshooting¿ and the heartmate touch communication system quick start guide under ¿troubleshooting¿ cover all heartmate touch alarms, including the wireless connection lost - heartmate touch app alarm, and the actions to take if the alarms cannot be resolved. No further information was provided. The manufacturer is closing the file on this event.